Event description:
It was reported that the patient had pulling and pinching near the lead wire that started in (B)(6) 2013. It was noted that the manufacturing representative was notified around (B)(6) 2013 of the pinching near the lead wire. The reporter noted that reprogramming had helped the pulling and pinching. The patient was told that the lead issue was due to wear and activity. It was noted that the patient was reprogrammed that the electrode at the end of the lead wire was turned off. To further prevent wear to the lead wire, the health care professional had reduced the patient¿s work to 3 days per week. It was further reported that the patient was seen on (B)(6) 2014 for a reprogramming visit. It was noted that the patient was given a different option for pain programming. It was noted that the patient briefly mentioned a pinching sensation. It was noted that the patient had no loss of efficacy with the stimulator. It was further reported that the manufacturing representative did not make a comment to the patient that her leads were ¿wearing.¿ the patient mentioned the pinching and was offered a different programming option.

Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 37752, serial# (B)(4), product type: recharger; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37712, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).